Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding multiple instruments. It was reported that during field contact, the following device-related issues and malfunctions were identified: the sleeve 7967028 inserter would not attach with trial, the shaft 2161001 olif25 interbody threaded had a tip that broke off, the inserter 4360113 13mm inserter case was not attaching, and the driver 6630904 t8/t10 driver was stripped. Tip broke off for inserter 6279002 psr endcap threaded. Driver 7080907 2.5 hex screwdriver (qty-2) were stripped. There was no patient involved.